Event description:
It was reported that the patient received inappropriate atp therapy for svt. The device initially diagnosed the rhythm as svt but re-diagnosed it later as vt. The patients medications were adjusted to control the patients atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.